Event description:
Procedure performed: appendicectomy. Event description: breakage of the plastic sheath of the trocar while positioning a vc iron, falling into the operating field. Additional information received from applied medical representative via email on 06oct25: patient is good. They changed the trocar. The breakage occurred in the black internal valve. It broke as a whole piece. It fell inside the patient and was retrieved. No images. Procedure- appendicectomy. Intervention: device replacement. Patient status: patient is good.

Manufacturer narrative:
The event unit is not being returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.